Event description:
I took my wife to the (B)(6) ER in the morning for severe back pain. The ER nurse was told by the attending doctor to do a bladder scan. The verathon bladder scan device repeatedly failed to function. The nurse was not surprised as this happens frequently and used an older device they keep around due to this situation. I have the mn and sn for the faulty device. FDA safety report ID# (B)(4).